Manufacturer narrative:
H.6. Investigation: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer called and had questions about the plotting of the covid assay due to a patient testing positive for covid and then negative shortly after. Application specialist was able to answer the question the customer asked. Field service was not dispatched and no instrument issue was noted. No parts were returned to bd for investigations. The complaint is unconfirmed. The root cause does not exist as there were no issues to note. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "positive result, n1 positive, n2 negative."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "positive result, n1 positive, n2 negative."